Event description:
The customer reported obtaining erroneously low ion selective electrode (ise) patient results on cell #2, including sodium (na), potassium (k) and chloride (cl), on their au5800 clinical chemistry analyzer (pn b96698 and sn (B)(6). There were no erroneously low ise patient results reported outside of the laboratory. There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) provided customer onsite support and identified the probable cause for this event is a faulty buffer valve. The fse replaced (4) buffer valves and confirmed no leaks were found to resolve the issue. Section a2, a3 and a5: information was not provided. The internal identifier is (B)(4).